Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open distal gastrectomy, on jejunum transection, the distal part of the tissue was not cut. The surgeon cut the tissue with a shear to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both single use loading unit (sulus) were fully applied and the interlock was engaged with no knife blade damage. Both sulus were reset and loaded into a test instrument for functional testing. The test instrument and both sulus were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.